Manufacturer narrative:
(B)(4). The field service engineer performed extended self test and short self test.

Event description:
During the demonstration, a customer tried to change an expiratory filter and he raised the expiratory filter latch without stopping ventilation, the pb980 suddenly went into safety valve open condition.